Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the access 2 instrument for one pt. The customer states they obtained a result on a serial draw of 15.6ng/ml. The result was reported out of the lab and it was questioned by a nursing staff. The specimen was retested and it recovered 0.04ng/ml. A corrected report was sent. The pt had results from other draws in the range of 0.03ng/ml to 0.05ng/ml. These results were obtained before and after the erroneous result and were reported out of the lab. Customer stated there was no change in treatment as pt was discharged the next day.

Manufacturer narrative:
The sample was collected in a bd plastic lithium heparin plasma tube without gel separator. Per customer, the tube was mixed per MFR's specifications. Customer runs one level of qc once per 8 hour shift. Qc was in range prior to the event. Per customer, they have had no qc issues. System checks performed before and after the event were passing all parameters. Customer is not questioning any other pt results. A field service engineer (fse) was dispatched: the fse replaced peri-tubing proactively. The fse verified instrument performance and no hardware issues were identified. Per customer, the lab does not have a delta check or reflex policy for high results. Customer agreed to accept literature regarding a reflex protocol and pre-analytical sample handling info. No clear root cause has been determined for his event. A malfunction will be assumed for the purpose of this report.